Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the sample was returned. The catheter was kinked approximately 16.0cm from the distal tip. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the patency was tested using a 0.035¿ guidewire and it passed with resistance at kink. The inflation hub was connected to an inflation device and the balloon was inflated with water. During inflation, water was observed leaking out of the distal end of the strain relief. The strain relief was removed and a partial circumferential catheter shaft break was found just distal to the y-hub. The edges of the break were slightly jagged. Sanding marks were noted on the catheter at the location of the break. The catheter was then cut and the proximal segment of the catheter was connected to a tuohy borst adapter. The tuohy borst adapter was connected to an inflation device and the balloon was inflated with water. The balloon was inflated to nominal pressure but was unable to be inflated to rated burst pressure, as the tuohy borst adapter could not maintain a proper seal with the catheter at that high of pressure. The balloon was deflated without issue. Medical records & image/photo review: no medical records or images/photos were provided for review. Conclusion: the investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub, which the user likely perceived as a hole in the catheter. Excessive sanding of the catheter under the strain relief is the root cause for the partial circumferential catheter break. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Dilatation catheter preparation: prepare the wire lumen of the catheter by attaching a syringe to the wire lumen hub and flushing with sterile saline solution. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon catheter allegedly leaked at the tip. Reportedly, another balloon catheter was used to complete the procedure. There was no reported impact or consequence to the patient.